Event description:
It was reported that device interrogation revealed an episode of atrial oversensing. Program changes were recommended and will be discussed at the patients next scheduled follow-up visit.